Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks due to t-wave oversensing and what appeared to be a very wide r-wave complex. Poor r:t ratio was observed in primary vector. Automatic setup was performed and the device chose secondary vector which looked more favorable and smart pass was re-enabled as it was disabled when the inappropriate therapy occurred. The patient will continue to be monitored. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing of noise. The electrogram has a wandering baseline. The noise could be reproduced during office testing. The system's sensing vector has now been reprogrammed from the secondary vector to the primary vector. After further testing, the system therapy has been programmed off. There were no additional adverse patient effects. The system remains implanted. It was reported that this patient received inappropriate shocks due to t-wave oversensing and what appeared to be a very wide r-wave complex. Poor r:t ratio was observed in primary vector. Automatic setup was performed and the device chose secondary vector which looked more favorable and smart pass was re-enabled as it was disabled when the inappropriate therapy occurred. The patient will continue to be monitored. No adverse patient effects were reported.